Manufacturer narrative:
B5 clinical rationale added with additional information provided from the clinical site. D2a and d2b was erroneously entered on the initial manufacturer device report. E4 was inadvertently omitted on the initial manufacturer device report.

Event description:
Clinical rationale: an impella cp device was inserted via the left femoral artery in a 61-year-old female patient presenting with acute myocardial infarction complicated by cardiogenic shock (ami/cgs), scai shock stage e. The patient had severe peripheral vascular disease (pvd), but the pump was successfully inserted. On arrival to the ICU, the patient had palpable doppler pulses in both lower extremities; however, subsequent reassessment revealed absence of doppler pulses in both the impella-side leg and the contralateral leg. The medical team was aware and discussed potential escalation to an impella 5.5. Imaging demonstrated preserved flow, and the 14 fr sheath was not identified as the cause, as it was peeled away during explant. The decision was ultimately made not to escalate to a 5.5, and the patient survived to explant. The reported event is ischemia, which is a known risk associated with impella support as described in the instructions for use and may be influenced by patient-specific factors such as severe peripheral vascular disease, underlying critical illness, hemodynamic instability, and vascular access characteristics.

Manufacturer narrative:
D1 (brand name), d4 (serial & catalog) has been updated. D3 (manufacturer fax) has been added. E4 has been added. Ppae (ischemia): the root cause of the injury was unable to be determined due to insufficient clinical details.

Manufacturer narrative:
Additional information provided more details and based on the information these fields are being updated to align with the reported event against the pump d1, d2a, d2b, d4, g4, h4 and h6 component code.

Event description:
The complainant reported a patient on impella support with a cp pump. The complainant reported they were able to place the pump despite peripheral vascular disease. The patient also did not have doppler pulses in either leg. The patient survived the event.

Manufacturer narrative:
The impella device has not been received from the customer; therefore, investigation of the device has not been possible. Should the device or any new information be received, a supplemental MDR will be filed.

Manufacturer narrative:
H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. Investigation summary (ischemia): the root cause of the injury was unable to be determined due to insufficient clinical details.